Manufacturer narrative:
Additional information added to d10/d11: concomitant medical products the report of that the device alarmed and stopped is believed to be the result of an 800.8000.0 (general os failure) fault. The error code 800.8000.0 was confirmed in the error log. Log analysis results: the review of the pcu error log identified an error code 800.8000.0 (general os failure). The error occurred on (B)(6) 2020 at 12:47 pm. The review of the pcu event log showed that a secondary infusion had completed at the same time as the system malfunction. Test results: the lvp system error 255-16-275 test method (dir 1000036052) was use for error identification and replication. Replication of the users programming steps identified the initiation of the 800.8000.0 (general os failure) malfunction. When the user addresses a ¿flow stop open/safety clamp open¿ and starts the infusion in rapid succession (~3 seconds). This creates a software sequence timing error. The change in infusion state (transition to primary infusion) will trigger the anomaly. The error log was reviewed, and an 800.8000.0 log entry was present. Test method information: 1503-001-020-r (00) lvp system error 255-16-275 test method (dir 10000360052) the probable cause is believed to be an 800.8000.0 (general os failure) software malfunction. It should be noted that the alaris system does not have an alarm message for ¿clinical manual overide¿ as reported by the customer. Device history review: review of the source pcu s/n (B)(6) service history record showed the device had a manufacture date of 08/03/2018. A review of the device service history record was performed beginning from the date of manufacture to the present date 01/07/2021 and indicated that this device has not been previously returned for service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device.

Event description:
It was reported that during unspecified infusions infusing through (2) large volume pump modules, the pcu device alarmed for "clinical manual overload" and the devices stopped working, and the nurse removed the pumps from use. There was no patient harm. The devices were examined by clinical engineering, where it was found that the pcu had error code 800.8000 (fatal) messages repeated (9) times in succession at 12:47:28pm (no date provided). The lvp modules did not have any errors found. The customer requested assistance from bd to advise. Although requested, further information was not provided.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation. Although requested, further information was not provided.

Event description:
It was reported that during unspecified infusions infusing through (2) large volume pump modules, the pcu device alarmed for "clinical manual overload" and the devices stopped working, and the nurse removed the pumps from use. There was no patient harm. The devices were examined by clinical engineering, where it was found that the pcu had error code 800.8000 (fatal) messages repeated (9) times in succession at 12:47:28pm (no date provided). The lvp modules did not have any errors found. The customer requested assistance from bd to advise. Although requested, further information was not provided.